Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was found on critical override and not communicating despite multiple reboots and power cycles. A field service engineer (fse) had corrected the system time on the station after the es 1.11 re-image, had the customer log in, and verified the station was properly data syncing and successfully transferring all medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was found on critical override and not communicating despite multiple reboots and power cycles. However, there were no delays or adverse events or injuries reported based on this event.